Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. The device had cracked case at display window corner, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad. The current blood glucose was 134 mg/dl. The customer states that there might have been possible moisture damage. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.